Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that the clips were not forming properly and falling off. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 7 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).